Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Tbm (B)(6) called advised initial alarm does not come on and there is a delay on the lights. Tbm advised concentrator still runs. Tbm could not provide hours on unit. Tbm could not provide any further information. Protocol questions are not applicable, (B)(4).